Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 746296012, model/ catalog description: control pump fgs iz. Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 736865015, model/ catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A surgical procedure was performed in which the aus device was removed due to unknown reason and replaced with a new aus system consisting of a 4.5 cm cuff, a control pump and a 61-70 cm balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced due to it eroded. There were no patient adverse effects. There is no more information available at the moment.